Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that it is unknown when the patient started extremely experiencing symptoms, but the healthcare provider was notified the day prior to the removal. They cause of the open wound was also unknown. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins and lead were removed due to an open wound and subsequent infection in the pocket. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.